Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that oversensing was noted during a ventricular high rate (vhr) episode. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.